Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to difficulty visualizing the clip. The cause of the reported visualization difficulty could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and restricted septal leaflet for a triclip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, 2 triclips were successfully implanted. Post deployment, second triclip had single leaflet device attachment (slda) from the anterior leaflet. Additional 2 triclips were implanted. The tr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects reported.